Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was undersensing during implant

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.5 cm from the distal end of the delivery system. The inner shaft is kinked at 3.8 cm from the distal end of the recapture cone. The device was able to be deployed, and was able to be pulled to the recapture cone with the tether but with resistance due to the tear in the lumen, and was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14 jul 2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 27 aug 2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 21 jan 2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there were four attempts to fix the device however sensing parameters were not acceptable. It was also reported during the third attempt to recapture the device using the delivery system (ds) there was difficulty removing the thread to align with the device and that movement of the device was different, "more hard and abrupt". The ipg and ds were removed and kinking was observed in the proximal area. The system was purged however the problem persisted and when the device was deployed, the process was abrupt. The ipg and ds were removed and replaced. No patient complications have been reported as a result of this event.